Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for insulin pump error. Customer's blood glucose was 349 mg/dl. Customer reported that she got a replace battery pump error alarms. Customer had insulin pump error alarm. Customer is unable to complete pump rewind. Customer said no at first then the insulin pump was able to rewind after a few pump errors. Replacing pump due to insulin pump error alarm. Customer declined high blood glucose troubleshoot, blank display troubleshoot and troubleshoot for all other pump errors the insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0872 inches. No blank display anomalies, pump error or rewind anomaly noted. However, unit alarmed power error due to the backup battery unloaded voltage (ul vlith) was less than 3.7v for 4 consecutive hours due to resistance issue at j6 connector. Unit alarmed pump error 75 during self test due to resistance at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Pump error found in the pump history (line number = 2843 and file number = 26) due to hardware issue, problem isolated to electronic assemblies. Unit received with broken belt clip rails, minor scratches on case, cracked select button keypad overlay and minor scratches on lcd window.